Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. 31-jul-2025 update: report of inappropriate shocks and lead break were received. Upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular approximately between 15 and 7.5 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, in the distal region the conductor cable leading to the ring electrode was found fractured as well as the fixation helix and rv shock coil stretched. These damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.